Event description:
A customer reported via a webform that the adc device detached prematurely (after eight days of wear). The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR (device history record) for the fs libre sensor kit was reviewed, and the DHR showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.